Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a symptomatic patient presented to the hospital, post-paced t-wave oversensing was observed on the device. The patient received inappropriate therapy. Programming changes were made. Patient is recovered.